Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported on the ess surgeon survey that there was an issue with an activl device implanted during a procedure performed in (B)(6) 2018. According to the complainant, the activl spike endplate, which had been implanted at l4-l5, migrated "a few millimeters (mm)" anteriorly two weeks post-operatively. The physician watched it radiographically and confirmed that it stopped moving. No revision surgery was required. The complaint device was not available to be returned to the manufacturer for evaluation. The patient experienced pain and has had epidural steroid injections. Additional information was received which revealed evidence of device misplacement as well as an indication that the implant may have been too large for the patient. The adverse event is filed under aic reference (B)(4).